Event description:
Customer reports via fax; (B) (6) having CT of abdomen with contrast. Injector loaded with optiray 320, injection protocol 2.5ml/sec for 73ml volume. IV access in right upper arm with unk device. Flushed for patency without difficulty. Injection started. The 73ml contrast injected into pt. No complaint of pain, CT tech noted no contrast in exam. No edema. Pt was treated with warm compresses to injection site. Facility indicates unk pt outcome because they do not track the pt outside the dept. No other info made available by the facility staff.

Manufacturer narrative:
Pending investigation: upon receipt of the investigation report a medwatch 3500a supplemental report will be submitted.